Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. It is determined the graphic user interface (gui) is faulty. This version is obsolete and a newer version is available.

Event description:
It was reported that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.